Manufacturer narrative:
Patient information was not provided. The involved dilator has been disposed by the customer and thus it is not available for investigation at livanova. On april 21, 2020, livanova has received a copy of the medwatch the customer has submitted a review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA in has received a report that, during a femoral cannulation for a procedure, the tip of the dilator cracked. According to customer information this cause patient vessel damage at the insertion point and requiring femoral venous repair during the surgery. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
The complained dilator was disposed by the customer. However, the customer has provided photographic evidences showing a small crack in the tip of the complained dilator. The review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. No other complaint has been recorded for the claimed product lot. No other similar complaints have been received for claimed item. The reported failure was confirmed by visual inspection of the provided picture. However, without possibility to investigate the complained device no root cause could be assessed. This type of dilator is manufactured by a livanova supplier. The supplier was formally informed of the event and requested for investigation and to evaluate possible corrective action(s). Livanova will keep monitoring the market for similar events. H3 other text : device not available.